Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and unable to recover. Customer mentioned that had switched off the station and unplugged the power cord, waited for a couple of minutes but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half height drawer 1.2 failed to respond. The field service engineer (fse) identified that the u-link component was damaged and replaced the u-link plunger; however, the inseparable did not fully extend when the drawer was closed. The fse then replaced the latch insep, after which the issue was resolved and the customer confirmed proper drawer functionality. The system functioned as intended after field service engineer repaired the device.